Event description:
Line was placed at (B)(6) hospital (B)(6) 2025 triple lumen broviac. Vat to bedside to assess tcvc for potential leaking. Bedside registered nurse reports white lumen flushing easily with good blood return before starting platelet infusion. Patient called out with complaints of tcvc dressing and shirt being wet. Infusion paused and vat called to bedside. Dressing removed, site cleaned and dried for white lumen assessment. White lumen flushed easily, intermittent blood return with some bubbles, and leaking with flushing noted. No obvious external break noted and line hubbed and sutured in place making line unable to be clamp above break. Oncology resident to bedside to discuss plan and interventional radiology consulted. Per interventional radiology, okay to dress line while patient waits for replacement tomorrow (B)(6), get chest xray to assess tip termination, and not to use line until replacement.